Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery with the endcap and the nail. End cap insertion failure occurred. There was a comment from the surgeon that two end caps were used, but they would not fit in from the beginning. The surgery was completed successfully with no delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found end cap is nicked from the inner proximal end. Therefore, it is reasonable to conclude that this condition may affect the ability to assemble the device. Mating device was not returned surgical technique guide tfn-advanced proximal femoral nailing system (tfna) states the following. Notes: the insertion depth of the nail is indicated by the rings on the insertion handle. Starting distally, each ring is an additional 5 mm from the tip of the nail. This will help in end cap selection. Addendum a: to prevent cross-threading, align the end cap with the nail axis and turn the end cap counterclockwise, until the thread of the end cap aligns with that of the nail. Turn the end cap clockwise to thread the end cap into the nail until it is fully inserted in case of difficulties removing the connecting screw or insertion handle, push the insertion handle towards the medial or lateral side to neutralize soft tissue pressure. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as selection of the end cap, the alignment of the devices at the moment of insertion, unintended forces in a misaligned position of the cap. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors a dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage and mating device not being returned. The overall complaint was confirmed as the observed condition of the end-cap f/tfna 0 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device. Product code: 04.045.870s. Lot number: 51610p6. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21 feb 2025. Manufacturing site: jabil bettlach. Expiry date: 01 feb 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.